Manufacturer narrative:
This following sections were updated b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Review of the most recent repair record determined that the device passed the mesh test but the bottom roll and comb had cosmetic damage. The ratchet did not work. The comb, bottom roll, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. E1: telephone: (B)(6). G2: foreign: france.

Event description:
It was reported that before surgery the roller does not lock and rotates backwards instead of forward. The ratchet handle was unable to perform up and down motion. No harm to the patient or surgical delay was noted. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.